Manufacturer narrative:
Corrected data: g1 device evaluation update: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical was able to determine the root cause due to a defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. This leads to overshooting of the internal o2 pressure "press o2 regulated", triggers the alarm "technical failure 388 - no o2 dosing possible" and leads to the o2 gas path shut-down by the bellavista software (safety procedure).

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and retrieved the logs and trending data from the unit. The inspiratory block was replaced. After replacement the ventilator alarmed "high device temperature"-alarm 238. A possible cause could be a bad connection between the main board and the life block. Another cause could be a defective inspiratory block. The fsr will return on a later date to complete repairs after new parts are ordered. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us having low o2 pressure alarm while on a patient. It was confirmed by the customer that there was no patient harm associated with the reported event.